Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen had missing pixels in the center of the display and interaction with the pump was no longer possible. There was no adverse impact to customer's blood glucose. No additional patient or event information was provided.